Event description:
During a regular follow-up performed on (B)(4) 2014, the physician observed in recorded episodes the absence of atrial pacing when an atrial tachyarrhythmia suddenly ceased and turned into atrial asystole. An explanation is requested.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a regular follow-up performed on (B)(6) 2014, the physician observed in recorded episodes the absence of atrial pacing when an atrial tachyarrhythmia suddenly ceased and turned into atrial asystole. An explanation is requested.